Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: b5 (describe event or problem) should reflect: it was reported, the bronchovideoscope exhibited the image was abnormal, in which, the object was not visible (no image). The issue occurred at prep before procedure. There were no reports of delay, patient harm, injury, or death. The procedure was completed using a similar device. Correction: d5 (operator of device) should be: health professional. Correction: g2 (report source) should be: foreign & user facility. Correction: g3 (date received by manufacturer) should be: 10/29/2024. Correction: h6 (health effect ¿ impact code) should be: 2199 ¿ no health consequences or impact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, abnormal image, could not be identified. Since the device was not returned to olympus and information was insufficient, we could not specify the cause of the event. We could not conclusively specify the root cause of the suggested event. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution ¿ turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the objects are not visible. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.